Event description:
During the final qc after the repair a foggy spot in the center of the image was detected this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changesand causes fogging.